Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in an abdominal cavity infection. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in an abdominal cavity infection. The breach in aseptic technique was further described as due to ¿gastrointestinal dysfunction or improper operations¿. It was reported the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified intraperitoneal antibiotics (no further details) for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.